Manufacturer narrative:
The involved apc applicator was not available for an examination. Therefore, an inspection/testing of the device was not performed. No anomalies were found in the review of the device history record (DHR) for the apc applicator. The apc applicator was more than 3 years old and there were no reports of prior problems with the applicator. Based upon the reported information, it is possible that the insulation around the applicator's tip became compromised. The damage to the applicator could have been caused during reprocessing or when used. The notes on use for the device instructs users, prior to each use, to check the product for any damage including checking its insulation. Additionally, it is possible that the tip of the applicator came close to the corresponding part of the intestine and the plasma beam traveled the path of least resistance to the tissue. As a result, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a pylorus preserving pancreatoduodectomy (pppd). An apc applicator (with an argon plasma coagulator/ electrosurgical unit system, erbe models/part/serial numbers apc 2/(B)(4)) was used to address splenic bleeding. Upon activation, sparks came out the side of the applicator's tip resulting in a small thermal insult to the bowel wall of 2 mm². The bowel wall was sutured to address the necrosis (i.e., black area). No further patient information was provided but the incident did not prolong the patients hospital stay. Note: the apc applicator was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) hospital.